Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information received from the patient on 07/07/2015 indicated that the patient is no longer on any ocular medications and has been medically cleared to resume lens wear in both eyes (ou). The event has resolved.

Manufacturer narrative:
The lot number is known and samples from known lot 10207898 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. There were no non-conformities or deviations noted. The root cause could not be determined. (B)(4).

Event description:
As reported by a patient on (B)(6) 2015, they were undergoing treatment for a corneal ulcer in the left eye. The patient sought medical attention on (B)(6) 2015 and was prescribed moxifloxacin hydrochloride ophthalmic eye drop to use 1 drop every hour x 1 day and 1 drop every 4 hours today ((B)(6) 2015). The patient had a follow up appointment on (B)(6) 2015 and the eye care professional reduced the antibiotic ophthalmic eye drop to every 2 hours in left eye. The patient indicated that his eye was improving. The patient had an additional follow up appointment scheduled for (B)(6) 2015. Follow up with the patient on (B)(6) 2015 indicated that his symptoms were improving and that an additional follow up appointment was scheduled for (B)(6) 2015. The patient was instructed to continue the dosing regimen of 1 drop every 2 hours in left eye until his next appointment. Additional information received via medical records indicated that the patient visited the emergency room for red eye, a corneal abrasion, pain, and blurred vision in left eye. A diagnosis of a corneal ulcer with mild edema in the anterior stroma of the left eye was given during the doctor's visit on (B)(6) 2015. There was no cell or flare noted. The patient was prescribed moxifloxacin hydrochloride 0.5% ophthalmic solution with dosing regimen of 1 drop every hour and gentamycin at bedtime in the left eye and was instructed to return for follow up appointment the next day ((B)(6) 2015). A smaller corneal ulcer with mild edema in anterior stroma was noted in the left eye during return visit on (B)(6) 2015. There was no cell or flare noted. The patient was instructed to continue use of moxifloxacin hydrochloride every hour on ((B)(6) 2015); then tamper to every 2 hours and to continue the use of gentamycin at bedtime in left eye and return for follow up in two days. A re-epithelialized corneal ulcer with trace edema was noted in the left eye during the return visit on (B)(6) 2015. There was no cell or flare noted. The patient was instructed to continue the moxifloxacin hydrochloride every two hours on (B)(6) 2015; tamper to four times daily x 4 days; tamper to twice daily x4 days, and to continue use of gentamycin at bedtime x 3 nights then discontinue and to use tears as needed. A follow up check was scheduled in 10 days. The patients' visual acuity in the left eye was measured at each follow up appointment and are as follows: 20/100 ph50 ((B)(6) 2015); 20/70 ph40 ((B)(6) 2015); and 20/25 -2 ((B)(6) 2015). There was no decrease in visual acuity noted. No further information was provided.